Event description:
It was reported by the distributorship that there was debris within the sterile packaging. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: juggerstitch curved implant cat# 110024773 lot# 65945214. G2: japan. Visual evaluation of the returned product (lot 6594522 ) found debris in the sterile packaging that is non-conforming. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01850.